Event description:
(B)(4).

Manufacturer narrative:
Additional information has been requested. Manufacturer can not be determined without a part number. Manufacture date, labeling and 510k/PMA can not be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part number or lot number were provided.